Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon investigation the monitor was unable to detect a connected electrode belt. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) male pt's monitor was displaying a svc code 105 and would not detect a connected electrode belt. The pt was issued a replacement monitor.